Manufacturer narrative:
To date, information suggests that these medical devices have been removed from service. The crt-d was returned to the boston scientific post market quality assurance laboratory and underwent analysis, which is described in its own report. This ra lead has not yet been returned for analysis. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead in asociation with the cardiac resynchronization therapy defibrillator (crt-d) became dislodged during a surgical inbtervention to remove the fractured extender on this ra lead from service. As a result of the use of electrocautery, the crt-d subsequently entered into safety mode and was also removed from service. A second extender was attempted but then the implanting physician determined to place an acute ra lead of longer length instead. There were no adverse patient symptoms besides the surgical intervention to address the fractured extender.